Manufacturer narrative:
Additional information: h3 - the revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs, photographs, and operative notes were not provided. Additionally, a contributing factor to the wear reported may have been the result of being packaged in a non-conforming vacuum bag for more than five years. H6 - e codes, investigation coding. Corrected information: h6 - e code - failure of implant, component code.

Event description:
As reported by legal, approximately 6 years post op initial left tka, this female patient was revised. Reason for revision was not reported. Revised to competitors device. Patient was transferred to the recovery room in stable condition. No further information available.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
1038671-2024-02679 h6: corrected the following: health effect - clinical code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.